Event description:
Caller states the pt tested 1.5 inr and 2.1 inr on the coaguchek test sys. No action was taken based on device results. No adverse event reported. Requested return of suspect test sys and replacement was sent. Caller is unsure which strip lot produced specific result. Coaguchek test sys 1: meter, strip lot: 395a, exp 2/29/08, cat/3116247. Coaguchek test sys 2: meter, strip lot: 346a, exp 12/31/07, cat/3116247.

Manufacturer narrative:
The suspect device for this medwatch is coaguchek test strip lot 346a used in sys 2.